Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an off no power alarm and then a recurring communication error alarm, when he was trying to rewind his insulin pump. His blood glucose level was 108 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed off no power due to poor solder joints at the mother board. No unexpected low battery alarm or battery icon anomaly could be tested due to the off no power alarm. The insulin pump was received with minor scratches on the display window and scratched reservoir tube window.